Event description:
The hospital reported that a few minutes after initiating bypass a leak from the vent port was noted. They also reported difficulty with priming the oxygenator prior to bypass with pressure before the membrane of up to 350 mmhg and a flow less of 600 ml. The device will not be returned and was discarded. There was no reported affect to the patient.